Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 344 mg/dl - "high" on the continuous glucose monitor. Elevated bg was address by changing infusion set and site. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.